Event description:
Director of materials management reports, an e.r. (ER) pt with a peripheral IV catheter and clearlink valve was being monitored on a non-invasive blood pressure (nibp) device. The nibp cuff was reportedly disconnected from the nibp tubing in order for the pt to travel to the radiology department for imaging studies. After completion of the studies, the pt was sent back to the ER, where a family member proceeded to connect the luer fitting of the nibp tubing to the clearlink valve. The family member did not activate the nibp device by either pushing the stat b/p button or interval button. The nurse noted the error and immediately disconnected the clearlink valve from the nibp device and alerted the family member to the gross error. No pt injury resulted.